Event description:
Information received from the field notes that the patient's rhythm was about 75 bpm. Interrogation of the device was difficult and successful only once. Once communication was established, telemetry was slow. Attempts to obtain a magnet response were also unsuccessful. The programmer printout reported the pacer identification as a different model and serial number. The patient's follow-up 18 months previous, reported the correct pacer identification.